Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full examination of the device could not be conducted because the system was not returned to the manufacturer for analysis. The instructions for use lists death as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 1 month post-implant, it was reported that the patient expired at home and the cause of death is unknown. It was also reported that the patient's expiration was expected, and the surgeon stated the event was not device related and the patient had not been doing well for the last 6 months.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The approximate age of the device is 2 years and 1 month. No further information is available. It is unknown if the pump was explanted from the patient. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.